Event description:
It was reported that a wearable failure issue occurred. The sensor was inserted into the arm. The patient experienced consecutive wearable failures. Per documentation, the reason for the patient's call was to report 3 sensors that failed. The 1st sensor failed around (B)(6) 2024, the 2nd failure was around (B)(6) 2024 and 3rd sensor failed on (B)(6) 2024. It was not specified nor clarified whether the patient had been monitoring the blood glucose (bg) while out of an active sensor session. Prior to calling, the patient passed out the morning of (B)(6) 2024. His wife noticed that he is incoherent but reportedly had no other symptoms before passing out. His wife contacted emergency medical service who came to their house and found out that the bg was 48 mg/dl. The patient was treated with IV fluid and was not transported to the emergency department because he felt better after treatment. At the time of the report, the patient was okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.